Manufacturer narrative:
Product ID 8780 lot# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient underwent a catheter revision surgery due to continued cerebrospinal fluid (csf) leak. The entire catheter was replaced with a new one and implanted at a level higher in the spine. The patient appeared to be doing well and the company representative planned to provide further updates as they become available to them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the if cause of the continued cerebrospinal fluid leak (csf) was determined, it was indicated that csf was leaking around the catheter at the site where it enters the dura. The surgeon was unable to determine the exact cause behind why the leak occurred. The old catheter was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 1 mg/ml at a dose rate of 0.08 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that swelling occurred at spinal incision and pump pocket. A cerebrospinal fluid (csf) leak was suspected from the dura at catheter insertion site. The event occurred during normal use. Compression bandages and abdominal binder were indicated. Environmental/external/patient factors that may have led or contributed to the issue was initially indicated as being none. The plan was to surgically dissect down to location where the catheter entered the dura, and close the leak using fibrin sealant. A revision surgery occurred. The pump and catheter remained implanted and in service. It was noted that the surgical revision successful. A purse string suture at dura followed by fibrin sealant had fixed leak. It was noted that csf was leaking out around catheter insertion into dura. The surgeon suspected the difference in needle bore and catheter diameter with ascenda 8780 kit (compared to indura kit) had contributed to the leak. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was not made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer on 2020-oct-06. It was reported that after the multiple surgeries, the patient "ended up getting osteomyelitis and discitis and my spine is jacked up now", and "it's caused lasting damage to me". No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding catheter replacement due to recurrent cerebrospinal fluid (csf) leak as the spinal site, the patient had experienced a sudden loss of therapy. No pump rotor study or dye study was performed. Regarding the patient¿s status after the device was explanted and replaced, the patient had recovered with sequela. It was further noted however that the patient was without injury. The catheter was received by the manufacture.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-05-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) on (B)(6) 2018 indicated the patient¿s pump and catheter were explanted on (B)(6) 2018 as the cerebrospinal fluid (csf) persisted despite previous revision attempts. Additional information was also received from the rep on 2018-oct-08 indicated the pump was explanted on (B)(6) 2018. It was explanted without notice and no rep was present, so the registration was not updated immediately. The pump was not returned for analysis as the provider had no concerns about the operation of the pump; it was discarded/destroyed by the explanting facility. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The entire catheter with serial number (B)(4) was returned and analysis revealed no anomaly. The method code, results code, and conclusion code pertain to the catheter with serial number (B)(4). The previously applied method code, results code, and conclusion code remains applicable to the catheter with serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the catheter with serial number (B)(4) that was explanted on (B)(6) 2018, the catheter was destroyed along with the pump by the physician. It was noted that this information was confirmed with the patient¿s physician.